Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient had their usual pain when they were last seen on (B)(6)2017. Reprogramming was performed on (B)(6)2016, (B)(6)2016, (B)(6)2017, (B)(6)2017 and (B)(6)2017. The patient was shown how to effectively recharge their device and it was unknown if their issues had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative first indicated the ins was "discharged" but upon further clarification the representative confirmed the ins was overdischarged. The patient had last successfully charged in early (B)(6). The representative performed an antenna locate and weren't receiving very high numbers. They tried again and were receiving a range of 64-70 with an average around 66/68. The steps for physician recharge mode (prm) were reviewed and the caller successfully started a prm while on call. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was not working or charging. The patient stated that the ins helped at first but then it wasn't killing a lot of pain and it was causing more pain to have it on. The patient turned the ins off because it wasn't helping but later decided to turn it back on to help the nerves in their leg. When the tried to turn it back on they were unable to. The patient had not charged the ins in months and they were unable to communicate with the ins recharger or the patient programmer. The patient had not felt stimulation in months. An over-discharge was suspected. The patient was redirected to their hcp to resolve the possible overdischarge.